Event description:
On (B)(6) 2009, the patient reported that 2 weeks ago the piston rod of her infusion device would not completely retract and eventually an e10 (cartridge) error was displayed. She stated that she can hear a humming noise coming from the piston rod as if it is stuck. She stated that she has inserted "fresh" batteries, battery cover, and adapter" and the piston rod remains stuck. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.